Event description:
It was reported that the regulating clamp of a vented nitroglycerin set was ¿placed on the line back to front.¿ the reporter stated that the set had been loaded into the unknown pump backwards, ¿causing it to run in reverse for a very short time.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the slide clamp had been assembled on the set backwards, confirming the reported condition. This was due to a manufacturing issue. To address this condition, a CAPA was opened, the operators were recertified, the labeling was updated, and new machinery was installed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.